Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving high readings. The customer stated he received abnormal readings of 210 and 110. He stated his normal readings range from 100-115. The customer stores his test strips in his bedroom. He also stated he doesn't eat sweets, drink or smoke, he is very health and his weight doesn't fluctuate. At the time of the incident he didn't have any symptoms. He stated he felt fine and is currently feeling great. The customer did treat himself with insulin due to the abnormal readings. He did not perform a control solution test because he didn't have any control solution. Replacing product.